Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction code, allowing continued use of the pump.